Event description:
It was reported, the patient went to the emergency room due to experiencing a fall on (B)(6) 2013. The patient reported that after this incident, he was able to feel stimulation only with one stimulation program and all other programs exhibited auto-reduction. As a result, the patient was receiving ineffective stimulation. Follow-up identified multiple invalid impedances on the scs lead. Reprogramming was successful in restoring left side stimulation, however right side stimulation could not be established. The patient is scheduled for an additional reprogramming session to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.